Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was not shown on the device. A technical support specialist (tss) dialed into the server and logged into station, where it was identified that the patient was admitted under a different facility. The assigned unit which caused the patient not to appear on station. The customer was advised to contact the admission team to transfer the patient, and the customer acknowledged the guidance. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the patient was not showing on the station, and a single patient was not crossing over. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.